Manufacturer narrative:
Device passed self-test, unexpected restart error test and displacement test. No unexpected external error alarm, unexpected restart alarm or reset time/date anomaly after change battery noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's clinical manager reported via phone call that the insulin pump had unexpected restart. Customer's blood glucose value was unknown at the time of the incident. Customer's blood glucose value was unknown at the time of the incident. Customer's clinical manager reports they were able to clear the alarm. Customer's clinical manager able to complete rewind. Customer's clinical manager reports self test passed. Customer's clinical manager reports alarm occurred shortly after inserting a new battery. The customer was assisted with troubleshooting. The insulin pump will be returned for analysis.